Event description:
Five mins into run, complained of feeling well. Complained of hotflash and dizzy. Fifty five mins later, pt became nauseated. Dose or amount: l1000, h500, frequency: dialysis run, route: I. Diagnosis or reason for use: chd stage 6.